Event description:
During verification testing at the service center, the device did not deliver a dose when the button on the patient bolus cord was pressed.

Manufacturer narrative:
Testing and investigation found the device did not deliver a dose when the bolus cord button was pressed. This was due to a broken pin in the bolus connection socket on the bottom end cap of the device. The broken pin disabled the bolus cord operation. The probable cause of the broken pin occurred when the bolus cord was removed from the device. This report represents all the information known by the reporter upon query by hospira personnel.